Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent a lead revision surgery due to the leads had migrated and wrapped around the ipg in the pocket site. The pt was reportedly doing well after the revision surgery.